Event description:
Symptoms/ae: retroperitoneal bleed, death. Time of symptoms/ae: after vessel closure. Device malfunction: none. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, post-procedure, symptoms of bladder pressure developed that was initially believed to be gastritis. A computed tomography scan identified a retroperitoneal bleed. Surgical intervention was unsuccessful in resolving the bleed and the pt expired later that day. The hospital reported that the percutaneous cannulation was high. Though requested, no additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The starclose se instructions for use (IFU), warning section state: "do not use the starclose se vascular closure system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. Perform a femoral angiogram to verify the location of the puncture site."